Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient was seen at the health care provider office on the day of the report because of pocket discomfort, increase recharging, and battery movement due to weight loss. Impedances tested normal and the patient is getting good pain relief, so no reprogramming was made. The patient was being referred to a neurosurgeon to discuss pocket revision/relocation due to weight loss and possible battery replacement due to the decrease recharge length. No interventions have been taken yet, and the issues have not yet been resolved. There were no further complications reported or anticipated.